Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose was 445mg/dl at the time of this event. The tubing was kinked which led to hospitalization. The patient was treated with insulin drip and fluids. She was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.